Event description:
Boston scientific received information that during a routine follow up appointment, this left ventricular (lv) lead was observed to be dislodged. An invasive revision procedure was performed and the lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.